Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report a wash concentrate leak from the unicel dxc 600 synchron system. Customer stated that during instrument priming, the tubing broke off and laboratory personnel were sprayed with the solution; there were no injuries or need for medical or surgical intervention. Customer reattached the tubing, but the fluid continued to drip. On the same day, the field service engineer (fse) inspected the instrument and identified a loose fitting as the failure mode. The fse repaired the tubing and the repair was verified following established procedures; the results met published performance specifications and the fse verified proper instrument performance. Customer has not called back to report any further instrument issues. Customer stated that no one was harmed by the instrument issue, and that patient samples and results were not affected.